Manufacturer narrative:
The reported csl was received for analysis. Visual inspection confirmed a section of silicone rod and electrode coil protruded through a hole in the distal subassembly outer tubing and then immediately returned through the same hole. An additional hole was observed in the tubing on the opposite side of the protrusion hole and the coil in the localized region appeared to have been crushed. This suggests that the lead body could have been unintentionally exposed to a pinching force over a small area which would equate to high unit pressure, potentially leading to compromised insulation. The protrusion of rod/coil is a condition that can be demonstrated by applying a significant axial load across an area of compromised outer tubing, followed by relaxation. The differential stretching and relaxation can force the inner tubing through the compromised outer wall. Of note, it was reported that the lead was inspected prior to implant during the procedure and no anomalies were noted at that time. In the image the site provided to cvrx of the event in the or, the lead was being held by tweezers. The tweezers are visually similar in size to an instrument which could have caused the lead to be unintentionally exposed to a pinching force over a small area which would equate to high unit pressure, potentially leading to compromised insulation, but the force could also be transmitted by hand. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Of note, the final inspection process inspects for delamination directly next to the location of the damage and coil spacing along the entire lead and no anomalies were found at the time of manufacturing. While the root cause was unable to be conclusively determined, the lead passed all inspections during production, no pinching forces or axial loading is applicable during transport, and no anomalies were noted during or inspection prior to an implant attempt, indicating the damage likely occurred during the implant attempt. ID# (B)(4).

Event description:
Prior to the implant of a barostim system on (B)(6) 2026, the lead was inspected with no anomalies noted. During the implant procedure, after all 6 sutures on the electrode of the lead were completed and creation of the strain relief tab was about to begin, the surgeon observed what appeared to be metal sticking out of the silicone. The sutures were removed from the carotid artery and a different lead was implanted with no issues. The procedure was delayed by approximately 10 minutes. No further patient complications were reported.